Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and subsequent medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels exceeded 33 mmol/l (595 mg/dl) while wearing the pod between 4 and 24 hours on the arm. He was not feeling well and was reportedly "throwing up". Thus, the patient was taken to see his doctor. To treat the patient's elevated bg levels, the doctor replaced the patient's pod with a new one, gave him a correction bolus, and manually administered an insulin injection. In addition, the patient was given gravol to treat his nausea. The patient was feeling better approximately 2 to 3 hours after being treated. No additional details were provided.